Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and observed that the device doesn't turn on when the lid is opened. The reported issue was determined to be due to faulty reed switch sw5. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.